Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. The optic was semi-folded in the well area of the lens case. Both haptics were tucked into the optic fold. The optic edge was chipped. The lens was cleaned with klrp to further evaluate. After removal of the viscoelastic, the lens relaxed into the original shape. No scratches were observed. The optic posterior surface has a small cracked area. Product history records were reviewed and documentation indicated the product met release criteria. All listed associated products are qualified for use with this lens. No scratches were observed; however, the optic had a cracked area on the posterior. This was most likely interpreted as the reported complaint. The lens was returned in a semi-folded position with both haptics tucked into the optic fold. This would be similar in appearance to a lens inside a cartridge. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during intraocular lens (iol) implantation procedure, surgeon noticed a scratched lens. There was patient contact but no patient harm.additional information was requested, but no further information is available.